Event description:
Performed t4-pelvis fusion with l2 pedicle subtraction osteotomy (psd) on (B)(6) 2016 to treat spinal deformity. Pt heard a "pop" when she bent over to tie her shoe on (B)(6) 2016 (7 1/2 months postop). X-ray on (B)(6) 2016 showed failure of the right side medicrea 5.5 mm cobalt-chrome unid rod at level of l2 pso. Pt had revision surgery to repair/reinforce failed rod on (B)(6) 2016. The rod was not removed. No pedicle screws were used at l1 or l3 on the right side. The medicrea unid rod fractured between the t12 and l4 screws on the right side.